Manufacturer narrative:
The c/m elbow surgical technique states: "be sure that the two pins are fully engaged. A click should be heard and felt when the two pins are connected. If not, soft tissue is likely trapped between the pin and the implant preventing complete engagement." Operative notes were requested however non provided, it is unk if the pins were initially fully engaged. A definitive root cause cannot be determined with the supplied info. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient's elbow linkage holding the ulnar to the humeral section came loose resulting in the assembly backing out. It was re-seated in (B)(6) 2014. The device was previously re-seated in 2011.

Manufacturer narrative:
This report will be amended when our investigation is complete.